Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a posterior spinal lumbar fusion surgery from l4-s1 using rhbmp-2/acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). Patient's post-operative period has been marked by a period of improvement, followed by increasingly severe low back pain, with pain and radiculopathy in both legs. Severe pain and symptoms, and non-union at l4-5, ultimately compelled patient revision surgery on (B)(6) 2011. On (B)(6) 2011, patient underwent a spinal fusion surgery on the lumbar region of his spine from l4-l5 using rhbmp-2/acs. Patient continued to experience constant and extreme lower back pain, with pain radiating to his legs, numbness extending from his buttock down his left leg, swelling in his lower back, and nerve pain. Patient experienced pain and difficulty sitting, standing and walking for extended periods and requires a cane for assistance in ambulating. His legs constantly give out and he has fallen, resulting in additional injuries. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Event description:
It was reported that on: (B)(4) 2009: the patient was preoperatively diagnosed by juxtafusional stenosis l4-5, status post decompression and fusion l5-s1 and underwent the following procedures: removal of instrumentation and exploration of fusion mass l5-s1. L4-5 pedicle screw fixation, laminectomy, facetectomy and foraminotomy. Pedicle screw fixation and fusion l4 to s1 with bone morphogenic protein.4.hardware removal, explore fusion l5-s1. Bilateral lumbar laminectomy l4-5. Posterior spinal fusion with bone morphogenic protein and mosaic l4-5. Spinal instrumentation with expedium instrumentation l4 to s1. As per the operative notes: ¿bone morphogenic protein and mosaic were packed into the posterolateral elements. Then 7.0 by 45 expedium screws were placed in the pedicles of l4 bilaterally. 8 by 45 mm screws were placed in the pedicles of s1 bilaterally. The appropriate sized pre-bent rod was used and tightened down with set screws and torque device.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.